Manufacturer narrative:
Concomitant products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead.

Event description:
The consumer reported via the manufacturer representative that the patient presented today for an end of life (eol) battery replacement. A final impedance check was able to be performed and it was realized there was one electrode out of range. Unfortunately, it was the most important electrode in the patient's programming and could not program around it. When asked, the patient said he had not had any falls or traumatic events. The patient was known not to be compliant. He leads a very busy life and travels extensively. Impedance test found electrode #12 >40,000 ohms. Electrode #8 was at 26,824 ohms. Imaging revealed the leads had no migration. The physician decided it best to replace the lead as they were already replacing the battery. The issue was considered resolved at the time. The patient outcome was alive with no injury. The indication for therapy was chronic low back pain and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.